Event description:
It was reported that during an unspecific procedure a balloon rupture occurred. The 75% stenotic lesion was located in the severely calcified and non tortuous mid femoralis artery. The physician advanced the 5.0x40mm sterling balloon catheter to the lesion and on the first inflation, inflated the balloon to 3 to 4 atms and the balloon ruptured. There were no patient complications. The device was removed intact. The procedure was successfully completed with another 5.0x40mm sterling balloon catheter. Patient status is reported as "good".